Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 350-400 mg/dl. The customer was treated with manual injection. Customer's blood glucose value was 375 mg/dl at the time of the call. Customer also stated that insulin pump had no delivery alarm and motor error. Customer was able to successfully clear the alarm and was able to complete rewind. Displacement test was performed and it was passed. Customer declined to troubleshoot for high readings. The drive support cap appeared normal. The insulin pump will not be returned for analysis.